Manufacturer narrative:
Date of event: exact date unknown, event occurred about two months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads migrated down and coverage was not attained. The patient underwent a lead revision procedure and was doing well postoperatively.